Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during a routine x-ray, separation of screw heads and shanks was identified. No patient symptoms or complications have been reported as a result of this event. Additional information was received that the procedure involved was adolescent idiopathic scoliosis (ais) surgery.

Event description:
Additional information was received that patient has underwent revision surgery on (B)(6) 2024, but implants remain in patient although screw heads separated from shanks.

Manufacturer narrative:
B1, b5, d.6a, h1 - these sections have been updated with the additional information. Radiographic image assessment indicated that the mage shows lateral x-ray thoraco lumbar long segment posterior fusion. The rod tulips have disconnected from the screw shank at  the bottom level. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.